Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer followed up with technical support, who provided information on how to reset the pump. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. Technical support advised the customer to call back if the malfunction code reappeared, and the customer confirmed their understanding.